Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Pacs, the charger output, and the battery voltage were all checked. The power plug was secured. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the ethranet cable would not send images to the pacs system and the 9900 system displayed a charger failed error message. No patient injury was reported.